Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.

Event description:
A customer contacted global technical services (gts) regarding a system error 2240 that appeared on the home choice (hc) during drain. The technical service representative (tsr) explained the message to the caregiver (cg), to contact the nurse and and start over using new supplies. The cg explained about the home patient (hp) pulling the tubing off of him. The patient was not connected either at the time of the alarm or observed air. The patient line became separated from the transfer set. The separation occurred because the patient pulled it apart. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The patient did not disconnect any time prior to the alarm or observed air. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.